Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found during media inspection that the photos attached showed a ligator housing not deploying the bands. Some of them were overlapped and damaged. During the visual inspection, it was noted that the ligator housing was not returned and the handle has evidence that the trip wire was secured into the handle slot. No other problems with the device were noted. The reported event of bands unable to deploy can be confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Based on all gathered information, the probable cause selected is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure, the four bands are connected to the three bands; thus, they are unable to deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the photos submitted by the customer show that one of the bands was damaged. Additional information received on april 18, 2025 it was clarified that no difficulty was experienced upon setting up the device. Additionally, it was noted that the fourth band was tangled with the third band.

Manufacturer narrative:
Block e1: (B)(6). Block h2: additional information: block b5 (describe event or problem), block e1 (initial reporter address 1 and 2, initial reporter city, and initial reporter zip/post code) has been updated based on the additional information received on april 18, 2025. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure, the four bands are connected to the three bands; thus, they are unable to deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the photos submitted by the customer show that one of the bands was damaged. Additional information received on april 18, 2025 it was clarified that no difficulty was experienced upon setting up the device. Additionally, it was noted that the fourth band was tangled with the third band.

Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Initial reporter city: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure performed on (B)(6) 2025. During the procedure, the four bands are connected to the three bands; thus, they are unable to deploy. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: the photos submitted by the customer show that one of the bands was damaged.